Event description:
The customer reported that zosyn (3.375g in 50ml) was hung as scheduled and was to be infused at 12.5ml/hour. The medication had been hung at 1017, and at 1040 the bag was noted to be empty. No medication was found on the bed, on the floor, nor on the patient. It appeared that the patient received the entire dose at an uncontrolled rate despite devices being used. There was no patient harm.

Manufacturer narrative:
The customer¿s report that an infusion bag of the drug (piperacillin and tazobactam) with a concentration at 3.375g in 50ml had emptied prematurely could not be definitively confirmed. The log analysis found that the infusion was running as a secondary infusion and was manually terminated after approximately 13 minutes. The incident primary and secondary sets were not returned for investigation. The inspection and testing of the pump module found no malfunctions and the device to be infusing within specifications. The root cause of the reported over infusion was not identified. However, the zosyn infusion was programmed as a secondary infusion. It was possible that a check valve on the primary set had malfunctioned causing the fluid from the secondary bag to back flow into the primary bag.

Event description:
The customer reported that zosyn (3.375g in 50ml) was hung as scheduled and was to be infused at 12.5ml/hour. The medication had been hung at 1017, and at 1040 the bag was noted to be empty. No medication was found on the bed, on the floor, nor on the patient. It appeared that the patient received the entire dose at an uncontrolled rate despite devices being used. There was no patient harm.

Manufacturer narrative:
The customer¿s report that an infusion bag of the drug (piperacillin and tazobactam) with a concentration at 3.375g in 50ml had emptied prematurely could not be definitively confirmed. The log analysis found that the infusion was running as a secondary infusion and was manually terminated after approximately 13 minutes. The incident primary and secondary sets were not returned for investigation. The inspection and testing of the pump module found no malfunctions and the device to be infusing within specifications. The root cause of the reported over infusion was not identified. However, the zosyn infusion was programmed as a secondary infusion. It was possible that a check valve on the primary set had malfunctioned causing the fluid from the secondary bag to back flow into the primary bag.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that zosyn (3.375g in 50ml) was hung as scheduled and was to be infused at 12.5ml/hour. The medication had been hung at 1017, and at 1040 the bag was noted to be empty. No medication was found on the bed, on the floor, nor on the patient. It appeared that the patient received the entire dose at an uncontrolled rate despite devices being used. There was no patient harm.